Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows, d.2.b medical device type: jka, d.2.a common device name: tubes, vials, systems, serum separators, blood collection. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set, the needle leaked and blood got on the phlebotomist's hand. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 28-jan-2026 investigation summary bd received 2 samples for investigation. The returned samples were used for functional tests, and no leakage occurred. Additionally, functional tests were performed on 10 retained samples, and no leakage was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: leakage. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set, the needle leaked and blood got on the phlebotomist's hand. No adverse impact was reported regarding the patient or user.